Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed . If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: park cw, cho k, jeong sj, jung ig, lim sj, park ys. Mean 23-year outcomes of total hip arthroplasty using a modular femoral stem with metaphyseal fixation sleeve. J arthroplasty. 2024 apr;39(4):1007-1012. Doi: 10.1016/j.arth.2023.10.019. Epub 2023 oct 16. Pmid: 37852443. Adverse event(s) and provided interventions possibly associated with: unk hip femoral construct srom (qty.2). -a 53-year-old woman underwent total hip arthroplasty using the modular stem with metaphyseal fixation sleeve. After 28 years, she was still pain free during her daily activities. A 28-year postoperative hip radiograph showed femoral osteolysis in the gruen zone 1. -a 55-year-old woman underwent total hip arthroplasty for osteoarthritis secondary to septic arthritis. An undisplaced fracture was found at the greater trochanter of the femur. Adverse event(s) and provided interventions possibly associated with: unk hip femoral stem srom (qty. 1). -a 48-year-old man underwent total hip arthroplasty using an 18 × 13 × 160 mm stem combined with an 18d small sleeve. A lateral hip radiograph at the 9-year follow-up showed a fracture at the posterior spline of the distal stem. Adverse event(s) and provided interventions: unk hip femoral construct srom (qty. 821) -(n=9) thigh pain does not required revision. -(n=214) bone ingrown no revision was performed in this cohort. -(n=138) stress shielding no revision was performed in this cohort. -(n=2) fibrous stable no revision was performed in this cohort. - (n=8) distal cortical hypertrophy no revision was performed in this cohort. - (n=216) femoral osteolysis no revision was performed in this cohort. -(n=216) heterotopic ossification revision was done. -(n=18) periprosthetic joint infection revision was performed. Adverse event(s) and provided interventions: unk hip femoral sleeve srom (qty.8) -(n=8) varus and valgus no revision was performed in this cohort. -(n=1) stem subsidence no revision was performed in this cohort. -(n=1) stem loosening, no revision was performed in this cohort. Adverse event(s) and provided interventions: unk hip femoral stem srom (qty.10) -(n=8) varus and valgus no revision was performed in this cohort. -(n=1) stem subsidence no revision was performed in this cohort. -(n=1) stem loosening, no revision was performed in this cohort. Adverse event(s) and provided interventions: unk hip femoral head metal srom (qty. 6) -(n=6) dislocation treatment underwent revision.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.